Event description:
Initial report: this non-serious unsolicited report was received from a physician to a sales representative via our affiliate in (B)(4) on (B)(6) 2011. Upon medical review, the event of this case has been upgraded to serious based on the reclassification for the event following assessment utilizing the company's new device reporting tree ((B)(4)). This case involves a (B)(6) female patient who was treated with poly-l-lactic acid (sculptra) in (B)(6) 2010 (dosage, indication, location of injections and batch number not provided). The patient was seen by the reporting physician in (B)(6) 2010, and was found to have three or four nodules that were palpable, but not visible on the right marionette area. The physician believes the nodules were due to incorrect injecting technique. He feels he may have hit the "dao" (?). The patient was treated with steroid at the "dao" site and the nodules resolved. Other suspect drug/device: none. Significant/relevant medical history: not reported. Relevant concomitant medications: unknown. Action taken: unknown. Corrective treatment: steroid at the "dao" site. Outcome: recovered/resolved. Physician/reporter causality: nodules were believed to be due to incorrect injecting technique. A ptc (product technical complaint) has been initiated for this report. Ptc numbers are pending.